Event description:
In 2007, a trauma pt presented with a pseudo-aneurysm of the thoracic aorta and was treated with a gore tag thoracic endoprosthesis. A CT study conducted the next day revealed the device had infolded. The device was ballooned with the gore tri-lobe balloon catheter as well as two non compliant aortic balloons without success. The pt was converted to an open repair the next day and is reported to be stable following this procedure.

Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.